Manufacturer narrative:
It was indicated that the device will not be returned for evaluation because the device remains implanted; therefore an analysis of the complaint device could not be completed. A review of the manufacturing documentation confirmed that the lot met the specification requirements. The review found no deviations or non-conformances that would have contributed to the reported complaint. Taking into consideration the evaluation conducted and the details of the complaint, this investigation was assigned the most probable root cause of an anticipated procedural complication. A complaint with a most probable root cause classification of an anticipated procedural complication indicates that a device related root cause does not apply and the complaint is due to a known effect of the procedure.

Event description:
Tr 0147 was successfully placed on (B)(6) 2016. On 29 sep 2016, a potential crbsi (catheter-related blood stream infection) was reported. "At the beginning of treatment, pt tired and back hurt, pt. Attempted to rest but uncomfortable, midway thru treatment she began vomiting thick mucus. Goal decreased and treatment shortened due to discomfort. Pt's temp is 100.6 md called, order to given vancomycin 1000mg and fortaz 1000mg IV slowly. After bc from catheter, pt weak. Daughter states she will take to ER if worse, pt out to car by wc." However, blood cultures taken on the same day showed no growth after 5 days on incubation. The event was considered resolved (B)(6) 2016 and antibiotics were stopped. No action was taken with the study device.

Event description:
Conclusion of the cec (clinical events committee) following adjudication of the adverse event: infection - no device relationship.